Manufacturer narrative:
The field service engineer (fse) discovered a cut tubing at the y-fitting fy71-e through pinch valve vl115 at the sample access module. The fse removed the sample access module, reinstalled the tubing, and cleaned the area beneath module. The fse identified the fluid was diluent used to backwash the aspiration lines. The fse primed the system and performed system verification including sample smears. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported fluid leaked outside the instrument from a tubing at the y-fitting of the diluter with partial aspiration system errors involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer verified results were accurate. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.